Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: when the hospital staff power on the ventilator the start ventilation button was gosted.

Manufacturer narrative:
Hamilton medical ag`s conclusion: ffailure mode description: in configuration menu the options disappeared. Failure effect: options are no longer available. In the configuration menu there are no options displayed in "sw options". 'Realtime clock failure' might be displayed as well. Or option keys are not visible / available anymore. Root cause: reset of the realtime clock (rtc) due to loss of supply voltage for longer than approx. One week. Correction: due to the missing options ventilation cannot be started (start button ghosted) and an alternative ventilator need to be used instead. The pre-analysis did result in a root cause found. After entering all the software license keys the device worked properly again.